Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results found that one device was returned with no visual non-conformances and with a reload pan found lodge inside the channel preventing additional cartridge reloading. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid procedure, they could not get the reload into the device. It is unknown what reload they were attempting to load. The device was never used. A new device was used to complete the procedure. There was no patient impact reported.